Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient underwent an ipg revision surgery on (B)(6) 2019 because the patient did not believe the ipg laid flat. The issue was resolved.